Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that when customer was on auto mode, insulin pump gave too much insulin to treat it or they were bottom out. Customer¿s blood glucose was better after eating. No further assistance needed. The devices will not be returned for analysis.